Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 rails were failing. The drawer was sticking and required force to open and close, and replacement was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails on main drawer 2.1 were failing. The field service engineer (fse) worked with the customer from the pharmacy and observed that the drawer had failed due to ball bearings falling out of the rails. The fse replaced a half-high drawer and ran the hardware test application (hta) test, which passed to completion. Additionally, several other drawers were inspected at the customers request. The customer had tested and verified. The system functioned as intended after field service engineer repaired the device.